Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 20 mg/dl, cause was unknown. Reportedly, the customer loss consciousness and emergency medical technicians were called to assist and transported the customer to the hospital where they were admitted to the intensive care unit (ICU). Customer was treated with glucose drip in the ICU and was discharged from the ICU 7/20 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support it was confirmed the pump was functioning as intended and the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.